Event description:
A patient being treated with the model 3500a was temporarily removed. When it was attempted to place the patient back on the 3100a, the 3100a would not re-pressurize. The patient was then placed on another 3100a without compromise.